Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-06123 / 06124).

Event description:
It was reported patient enrolled in a clinical study underwent total knee arthroplasty on an unknown date. Subsequently patient underwent an irrigation and debridement procedure on (B)(6) 2006 due to infection. The poly bearing was removed and replaced. Additionally, the patient underwent a revision procedure on (B)(6) 2008 due to infection. All components were removed.